Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring frozen screen and continuous audio/beep anomaly. The customer stated that they had to take the battery out twice for the insulin pump to work. The customer reported the same issue the day prior to the call and was told to call back if the is recurs. The customer verified that the time was advancing. The batteries were not out for greater than ten minutes and it was not exposed to high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape and act button. The connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no audio/beep anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.